Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 437 mg/dl, 166 mg/dl, and 120 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received based on the results obtained. No adverse event reported. A request was made for the return of the affected product.

Event description:
Addendum received 2/19/10: during the procedure at 09:45 hours, the patient experienced a drop in blood pressure to 82/28 mmhg. He was treated with 100 mcg of phenylephrine IV.